Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In addition, high gradient can be a result of possible valve related and/or non-valve related issues. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device has not been returned for evaluation as it was sent to the hospital pathology for evaluation. Therefore, the root cause for the pannus, high gradient, stenosis, and leaflet immobility remains indeterminable. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. If new information is received or the device is returned for evaluation a supplemental report will be submitted. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 31mm pericardial mitral valve was explanted after an implant duration of approximately seven months. The 31mm mitral valve was explanted due to one of the leaflet was thickened and immobile leading to high gradients and replaced with an unknown 29mm mitral valve. After initial implant of the 31mm mitral valve, there were progressively increasing mitral gradients that made it necessary to explant the valve. At explant, the surgeon checked there were no issues with sutures. As reported, there was extensive pannus overgrowth on one of the leaflet. The pannus was very extensive and grew deep into the aortic outflow. The valve was sent to hospital pathology. After the surgery, the patient was reported to be doing well.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the inflow aspect and on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. The free margin of leaflet 2 was rolled towards the outflow aspect due to host tissue, and created a small gap in the central coaptation region. The wireform was exposed at the inflow aspect near commissures 3. X-ray demonstrated an intact wireform. The clinical report of one of the leaflets was stiff and immobile was confirmed and the reported regurgitation was visually confirmed due to observed gap in central coaptation region. However, the report of a high gradient could not be confirmed through visual observations of the returned device. In this case, host tissue restricted leaflet mobility and led to stenosis.

Event description:
Edwards received additional information that this 31mm bioprosthetic mitral heart valve was explanted due to one of the leaflets being stiff, thickened, and immobile, leading to high gradients and some regurgitation. As reported, there was progressive increasing mitral gradients that made explant necessary. During the procedure, the mitral valve exhibited one stiff leaflet, no pannus formation, and no issues with the sutures of the mitral valve. A smaller sized valve (29mm) was used in replacement in hopes to be able to implant a larger aortic valve. After the surgery, the patient was reported to be doing well.

Manufacturer narrative:
Additional manufacturer narrative: based on additional assessment of the subject device, pannus formation on leaflets 1 and 2 restricted leaflet mobility and led to central regurgitation and high gradient. Restricted leaflet motion in vivo was confirmed after a review of echocardiographic video. In vitro testing found that the eoa is 0.82cm2, which is lower than the minimal requirement of 1.9cm2 per iso. The reduction of eoa can result in high gradient during the diastolic phase and cause mitral stenosis. The reduced eoa most likely resulted from the host tissue overgrowth related restriction of leaflet mobility. The trf was measured to be 13.3% compared to the maximum allowable 20% per iso. Most of the regurgitation measured appears to be central in origin and attributable to the host tissue overgrowth retracting leaflet 2 at the coaptation edge. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic/environmental conditions and valve storage in formalin.